Manufacturer narrative:
Logs were downloaded and noted error 00.a008. This refers to a faulty blower that caused the stop of ventilation. Alarms were generated as specified. Blower requested for investigation. Final results will be reported in a follow up-report.

Event description:
It was reported, that the device failed ventilating a patient whilst in use 1107 hrs (B)(6) 2016 - engineer has advised this caused patient to suffer cardiac arrest - CPR performed and patient survived. The physician stated that the device malfunction did not cause or contribute the negative event. However, in case of recurrence an injury can not be excluded.

Manufacturer narrative:
For the investigation the provided logbook was analyzed and the returned components were checked. The described failure was confirmed in the logs but it was not possible to reproduce it. The exact root cause for the rotation speed deviations is unknown, a temporarily increased contact resistance in the connector of pcb motor controller and motor blower is a possible root cause. If a deviation between measured turbine rotation speed and the set value will be recognized during ventilation a technical alarm will be reported. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The user stated that the in the first place reported cardiac arrest of the patient was not caused by the failure of the device, but both happened nearly simultaneously. The device was repaired successfully.

Event description:
Please see initial-report.